Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of aml duraloc 1200 series cup. Cup and liner were both removed due to polyethylene wear of the liner. Patient had also suffered several dislocations.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary : according to the information received, it was reported that revision of aml duraloc 1200 series cup 54mm x 28mm. Cup & liner were both removed due to polyethylene wear of the liner. Patient had also suffered several dislocations. The cup was replaced with a stryker cemented rimfit cup (none of our products were used in the replaced components). The product was not returned to depuy synthes; however, photos were provided for review. The photographs attached were reviewed, as a result, wear noted on the edge of the surface, most likely caused during the interaction with the head; it is not possible to see more defects due to the organic material inside the liner. However, implant dislocation cannot be confirmed without x-rays evidence or more evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the enduron 10d 54od x 28id would contribute to the complained device issue reported. Based on the investigation findings, a definitive conclusive potential cause could not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received states that the head was revised but it was not a depuy product and the affected side involved in this event was the left hip.